Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the customer had screen visibility issues. The parts of screen are clouded due to wear and tear. The customer reported chipped around reservoir compartment and battery cap was damaged. The battery life was diminished and chip connection wear and tear. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.